Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise and oversensing. Electrode fracture is suspected. X-rays were performed with no conclusive results. Troubleshooting was performed; however, it was ultimately decided to turn therapy off a follow up will be performed in the near future for troubleshooting. This system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.